Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Investigation of returned suspect device finds that the inner cannula was clogged preventing the biopsy needle from being flushed. A replacement biopsy needle was shipped to the site.

Event description:
A medtronic representative reported that while in a case, they were unable to flush out the biopsy needle. They opened another needle to complete the case. No further details regarding the damage, or how it occurred, were provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.